Event description:
It was reported that the was patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead presented noise signal artifacts. The noise was not reproducible during this follow up. No intervention was performed. The patient was in stable condition.